Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implants not fully crossing the si joint. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7035-90, lot# 7663002664002, manufactured 06/02/11, expires 2014-07; ifuse implant, p/n 7035-90, lot# 7628002578002, manufactured 06/06/11, expires 2014-07; ifuse implant, p/n 4035-90, lot# 7987003181002, manufactured 01/03/12, expires 2015-02.

Event description:
In (B)(6) 2012, the patient underwent right side ifuse si joint arthrodesis where three ifuse implants were placed. Two additional implants were added in (B)(6) 2012 to help fixate the joint. The patient did well for several months after the last surgery, but later complained of recurrence of pain symptoms. A CT scan showed that two of the implants did not fully cross the si joint. In (B)(6) 2015, the surgeon performed a revision surgery where he removed two implants that were not fully crossing the si joint and added one longer implant. The patient is doing well following the revision surgery.